Event description:
It was reported that the patient had a loss of efficacy and she was not feeling the device. The entire system was replaced on (B)(6) 2013 and the event resolved without sequela on the same day. About two weeks later it was reported that the etiology of the event was both the lead and neurostimulator. A week later it was clarified that by ¿not feeling the device¿ it was meant that the patient was not feeling stimulation.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v526911, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was a loss of efficacy and high impedances over 4,000 ohms. No evidence of fracture was found. The battery was nearing depletion at the time of surgery for the lead malfunction. The battery depletion was considered normal. The patient was in continuous mode for stimulation. The stimulator was replaced and the event was considered resolved without sequelae.